Event description:
Same case as: 2030404-2012-00130, 3005188751-2012-00137, and 3005188751-2012-00138. It was reported that during an atrial fibrillation ablation procedure, a pericardial effusion occurred. The physician performed transseptal puncture with a brk needle, accessed the left atria with an 8.5f agilis nxt, and advanced a 7f reflexion spiral and 7f therapy cool flex catheter into the heart. Once ablation of the pulmonary veins was complete, the pt became hypotensive. A transesophageal echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed and the pt stabilized.

Manufacturer narrative:
The catheter was not returned for evaluation. However, review of the device history record confirmed the device met manufacturing requirements prior to shipment. The root cause classification of the reported pericardial effusion is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.